Event description:
It was reported that the patient presented to the hospital for a scheduled generator replacement. Interrogation prior to the procedure revealed over-sensed noise resulting in inappropriate automated mode switch (ams) episodes on the right atrial (ra) lead. The ra lead was capped and replaced on (B)(6) 2025. The patient was stable.